Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial lead exhibited loss of capture due to phrenic stimulation, loss of sensing, and varying pacing impedance. Programming changes were made to deactivate the lead. The patient was stable.